Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (serial #: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an open hernia repair with partial omentectomy, the device did not seal tissue, with no evidence of energy delivery despite end tones being heard. This resulted in bleeding of less than 5 milliliter, no blood transfusion required. The surgeon had to manually clamp and tie the omentum, hernia sac, and blood vessels instead of using the device, which extended the surgical time by 5-20 minutes. No successful seals occurred, and the tissue thickness was variable. The device was plugged into a generator with software version 5.0, and no error codes were noted. The generator worked well with subsequent procedures.